Event description:
It was reported that prior to surgery during pre-testing, it was observed that the motor device was overheating. It was not reported if there was a delay in the surgical procedure. An identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Due to further investigation, the evaluation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was an unusual noise, rattling and a loose component. It was determined that the observed issues were indicative of damaged cause by overheating. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.